Manufacturer narrative:
H3: product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch ultra meter kept displaying the apply sample icon and the meter was not counting down. Since the meter not counting down and kept displaying the apply sample icon, the pt called her dr because she did not know what to do for her treatment (pt is a disabled person) and she was just anxious about what to do. The dr visited her at home and advised the pt to take her usual insulin treatment. She was not experiencing any sympt9oms at the time of concern. There is no adverse event reported. At the time of troubleshooting, she was walked through a control solution test, but there was no count down after the control solution was applied. She was asked to test with a strip from another vial, but the issue still persisted. A replacement meter was sent to the lay user/pt.